Manufacturer narrative:
Nerve entrapment/impingement. Concomitant products: product ID 3550-29, lot # n432423, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported impingement and entrapment of the meridian and ulnar nerve. The left thumb was worse that the right. It was noted the patient inquired about a nerve conduction test. The patient mentioned she had an MRI in the past that was unrelated to the implant. It was noted the patient had 4 back surgeries prior to implant. Relevant medical history included non-malignant pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.